Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure there was an issue with tube breakage. It was stated ¿after the hospital clinical laboratory opened the centrifuge machine, there was one tube breakage, the patient's blood and gel leaked in the centrifuge machine.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cracked tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cracked tube was observed. Based on visual examination of one returned sample, the most probable cause of the crack appears to be an incomplete clearance of the manufacturing line jam. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.